Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of cincinnati medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of long bone fractures with the t2 knee arthrodesis nailing system (t2 kan)¿ which is associated with the stryker ¿t2 knee arthrodesis nailing system¿. This study includes research done on 4 patients requiring surgery between the period january 1, 2013 to december 31, 2018. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses tenderness around his distal interlocking screws for which decision was made to remove the distal interlocking screws. The report states: ¿patient three was a 24-year-old who originally sustained a severely comminuted left open distal femur grade 3b fracture. The patient lost approximately 12 cm of bone and had previously had procedures to get coverage with a free flap as well as an ilizarov type frame to transport the femur to make up for the bone loss and allow for possible docking of the femur into the tibia for a knee arthrodesis. The patient later noted a small amount of tenderness around his distal interlocking screws. In the office, the x-rays were reviewed which revealed excellent healing and a stable position of the intramedullary arthrodesis nail. The decision was made to remove the distal interlocking screws on an elective basis to reduce the amount of pain the patient is feeling in that spot.¿

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of cincinnati medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of long bone fractures with the t2 knee arthrodesis nailing system (t2 kan)¿ which is associated with the stryker ¿t2 knee arthrodesis nailing system¿. This study includes research done on 4 patients requiring surgery between the period january 1, 2013 to december 31, 2018. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses tenderness around his distal interlocking screws for which decision was made to remove the distal interlocking screws. The report states: ¿patient three was a (B)(6)-year-old who originally sustained a severely comminuted left open distal femur grade 3b fracture. The patient lost approximately 12 cm of bone and had previously had procedures to get coverage with a free flap as well as an ilizarov type frame to transport the femur to make up for the bone loss and allow for possible docking of the femur into the tibia for a knee arthrodesis. The patient later noted a small amount of tenderness around his distal interlocking screws. In the office, the x-rays were reviewed which revealed excellent healing and a stable position of the intramedullary arthrodesis nail. The decision was made to remove the distal interlocking screws on an elective basis to reduce the amount of pain the patient is feeling in that spot.¿